Event description:
It was reported that when the patient presented to the emergency room after receiving shock, an alert for hv lead issue and vector switch occurrence was observed. Review of egms noted that the patient was in arrhythmia and hv lead impedance was out-of-range low. It was followed by successful vector switch and then appropriate therapy was delivered by the device to break the arrhythmia. There were evidences of failed shocks and occasional out-of-range hv impedance measurements on stored egms. Svc vector problem was suspected. Lead was capped and replaced on (B)(6) 2017. Patient was in good condition and was discharged home with no ill effects.